Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to endocarditis and bacteremia due to staphylococcus. It was noted there was vegetation on the leads and blood cultures grew staphylococcus lugdunensis. The patient was given antibiotics and it was noted the patient would not undergo a system extraction. Chronic antibiotic therapy would be administered and the patient would be closely monitored. No further patient complications have been reported as a result of this event.